Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12373. (B)(6) clinical study. It was reported that angina occurred. In (B)(6) 2013, clinical status assessment identified that the patient's qualifying condition was unstable angina. Prior to the procedure, the patient was found to have abnormal stress test or imaging stress test indicative of ischemia and coronary angiography was performed. The target lesion was located in the mid left anterior descending (lad) artery with 80% stenosis, a length of 12 mm, and a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 20 mm study stent with 0% residual stenosis. On the same day, the patient was discharged on dual antiplatelet medications. In (B)(6) 2016, the patient was hospitalized due to cardiac chest pain and cardiac catheterization was recommended. There were symptoms of ischemia and electrocardiogram (ECG) changes were noted. Four days later, the 70% stenosis in mid lad was treated with placement of a drug-eluting stent. Post procedural stenosis was 0% with thrombolysis in myocardial infarction (timi) 3 flow. Three days later, the patient was discharged.

Manufacturer narrative:
Event date corrected to (B)(6) 2016. (B)(4).

Event description:
It was further reported that in (B)(6) 2016, the patient presented with chest pain radiating to back and left arm and sublingual nitroglycerin were given in response to the event. On the same day, the patient was diagnosed with unstable angina and was hospitalized. Four days later, coronary angiography was performed. The 70% stenosis in mid left anterior descending (lad) artery, stenosis proximal to the study stent and significant in-stent restenosis (isr) of study stent at distal level, was treated with balloon angioplasty and placement of a 3.5x12mm non-bsc drug-eluting stent overlapping the previous stent with good angiographic results and timi 3 flow. On the same day, the patient was discharged on dual antiplatelet medications.